Event description:
A customer reported to baxter product surveillance of one (1) secondary med set, interlink lever lock cannula in which dexametaxone zofran, which is an "antimed/steroid" contained in an unknown hospira bag, was detected leaking at the tubing and drip chamber. It is unknown when or in which care area this event occurred. There was no report of any other concommitant products. There was no report of any patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection showed no obvious leak sources. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. This showed that the sample primed and flowed normally. However, it was noted that, there was a slow leak between the tubing and outlet port of the drip chamber solvent bond area. A definitive root cause has not yet been identified. The reported problem of a leak was confirmed.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.